Event description:
A physician reported a patient who was originally skin tested on 30 march 1998 with negative results. On 16 september 1998 the patient was treated in the periorbital lines, oral commissures and nasolagial folds. The patient phoned the physician to report that on approximately 23 september 1998, "raised, mildly itching red areas" were noticed at the periorbital treatment sites and "very faint erythema" at the oral commissure treated areas. The nasolabial fold treated sites were asymptomatic. No medical or surgical intervention was prescribed. The physician diagnosed a hypersensitivity to the collagen. On 17 november 1998, the physician injected intralesional kenalog into the right oral commissure and the right lateral periorbital line.